Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was reported to be 720mg/dl. The customer's most current level was reported to be 136mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was sent out tubing clamp in order to conduct high pressure test, and complete troubleshoot. It was reported that the customer would call back when they received the items to complete troubleshoot.